Event description:
Out of an abundance of caution and conflicting reports per diq; rv lead reportedly fractured. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).